Event description:
The device was used during an unspecified procedure. Reportedly, the instrument broke. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
12/15/97-medwatch report not received by MFR. Submission of initial report to FDA by mfg.